Event description:
It was reported that during implant attempt, the lead impedance was high. The lead was not used and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. Evaluation summary: (B)(4) the full lead was returned and analyzed. No anomalies were found. However, the inner tubing was kinked/buckled. There was blood in/on the helix/lobe mechanism. Visual analysis revealed that the lead was damaged at implant.